Event description:
Patient was undergoing cochlear implantation. The hospital had switched out the previous nim facial nerve monitor to the newer model which has a rechargeable battery to the monitor box and a blue tooth connection from the box to the main console. This new model is called the nim vital made by medtronic. I the surgeon had an unusually hard time getting access to the scala tympani of the cochlea in order to place the cochlear implant electrode and I had to drill in the area for longer than usual. After gaining access, I noticed that the shaft of the bur had been lying across the vertical facial nerve and had removed the boney covering of the nerve. There was absolute no sound from the monitor for entire procedure. With the previous nim systems the first contact with the nerve canal or with the nerve sheath would have set off an alarm. But there was no alarm throughout the case. I decompressed the nerve above and below the site of the drill shaft and slit the nerve sheath. We used the stimulating wand and touched proximally to the area and got a response at 0.8ma. In the recovery room the patient showed a very dense paresis but some motion. On her post op visit she had no appreciable motion. The family is of course very very upset and have switched hospitals. There have been a lot of connectivity problems with this nim vital device: you put the emg electrodes in the face and it cannot confirm connections and then everything needs to be turned off and re set. You can have a pair or one electrode come out of the skin and there is no signal. (In addition to the above situation = shaft of the bur resting on the nerve and the monitor did not go off. The facial nerve can be stimulated by the drill enough to cause a twitch, but the monitor does not go off: I had a recent case where I asked the very experienced ent scrub nurse to watch the face to see any motion/nerve irritation. To my astonishment, as I was drilling near the facial nerve, she said - "twitch!" And I said "what?? Are you sure???" She said, "yes, twitch at the mouth." So then I kept carefully working and a few minutes later - "twitch!!" And I said again - "are you completely sure?" She said yes. The monitor did not sound at all. This is very very unsafe. A permanent facial paralysis is devastating: no one wants to make eye contact with the person; the person loses their spontaneous laugh, smile, facial expression. Food and liquids drip from the mouth; the eye can become scarred and non functional and the nostril on that side of the face no longer opens for breathing. Background information on the absolute necessity for facial nerve monitoring during ear surgery: facial nerve monitoring in real time throughout an ear operation is extremely crucial. The nerve which moves the face "cranial nerve #7" runs in a double hairpin turn through the bone which harbors the inner ear. Many ear operations require drilling and removing bone directly adjacent to the bony canal which carries the facial nerve and sometimes even removing this canal cover completely. Avoiding injury to the facial nerve is always a major concern for every ear operation. It is currently the standard of care in the us to place emg monitors into the orbicularis oris and orbicularis oculi in order to have a warning if the patient's nerve is stimulated either by drilling nearby, or by actual contact, or electrical stimulation. Unfortunately the nim vital is supposed to provide that warning, but it does not. So the surgeon is likely better off not using a nerve monitor at all than having the defective device which gives no alert. There are several of these nim vitals here at u of illinois and they each have the same issues.